Manufacturer narrative:
Head section assembly.

Event description:
It was reported by service report that the head section will not lock in place. The report does not state if there was patient involvement or adverse consequence.